Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the rear of the unicel dxc 600 pro synchron clinical system. The customer was unable to locate the exact source of the leak. The customer was advised by bec cts (customer technical support) on containment and use of ppe (personal protective equipment). The customer also heard a knocking noise which went away later. No injury or exposure was reported and no samples were affected by this issue.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that di (deionised) water was dripping from the hydropneumatic system. Fse replaced the di water float switch and the high pressure regulator. Fse primed the hydro system 80 times without errors. This issue was resolved. (B)(4).